Event description:
This report is 2 of 2 and linked to mfg report number 3004608878-2025-00168: a facility reported that the mayfield infinity xr2 base unit (a2079) was used in a craniotomy procedure, and while the patient was draped and microscope was in use, the surgeon felt a vibration. They checked the patient, and everything appeared to be fine. However, the patient moved, and they checked and saw that the base unit had moved and the patient's head fell out of the pins causing 2 lacerations of 1-2 inches to the back of the head. Two separate surgical staples were required. There was no delay in surgery. The procedure was completed, and the patient was discharged with no notable physical injury other than the 2 lacerations.

Manufacturer narrative:
The mayfield infinity xr2 base unit (a2079) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage/movement. The last service on the unit was in 2019, and the unit is over 10 years old and past it's service life. However, the unit passes all specific functional testing. Due to the 10-year device service life passed, the unit will be returned unrepaired to the customer after it is investigated by quality engineering (qe). Qe confirmed the initial findings of the service team that the unit was in worn condition, but no issues were observed. Root cause - the complaint is not confirmed, and the unit passes all specific functional testing. The device is over 10 years old and past it's service life with the last service occurring in 2019. The probable root cause of the reported complaint is improper or suboptimal placement of the mayfield system on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.